Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Initially, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a trial patient who started their trial on (B)(6) 2017. The rep reported that the healthcare professional (hcp) received a settings not available message, screen 59, and that the patient was not feeling stimulation. The rep noted that the hcp stated that the external neurostimulator (ens) would not go above 4.7ma due to this message. It was indicated that it was unknown if the hcp was it the operating room (or) or not. The rep was recommended to follow up with the healthcare professional (hcp) and have them contact patient services for troubleshooting. No further complications were reported or were expected. Additional information received from the representative reported the surgeon verified all connections and did not find any special problem. The doctor decided to change the lead, the patient was in the or when the problem was seen. It was noted that the issue was resolved